Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06979. It was reported that the right ventricular lead exhibited high output with a high threshold and high impedance. A conductor fracture was suspected. During laser lead extraction it was noted that the pocket was infected. The system was removed. The patient was stable.